Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7154993, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7155644, UDI: (B)(4).

Event description:
It was reported that patient had a small hole opened at the incision site and some drainage occurred which caused infection. The patient was placed on antibiotics and was doing well post operatively. The patient underwent an explant procedure where in the spinal cord stimulator (scs) were removed and will not be return due to facility policy.